Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 383 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, excessive vomiting (every 30 minutes), dehydration and the presence of ketones. The pod was removed at the hospital and patient was treated with insulin and fluids intravenously; she was also treated with potassium and calcium supplements, as well as medication for blood clotting. Patient was released after spending 3 days in the hospital and this pod was discarded.